Event description:
It was reported that the implantable pulse generator (ipg) was dead and no longer working as intended. The patient underwent revision procedure. Patient is doing well postoperatively.